Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; high chromium cobalt levels; joint had very thick rind of gray-tinged tissue that looked to be an alval response; cloudy fluid released from joint; it was felt the cup was in a little bit low. The information received does not change the MDR decision.

Event description:
Litigation alleges that the asr right hip implant caused pain in the patient. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time.